Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received it will be reported on a supplemental report. Device discarded by hospital.

Event description:
During a surgical procedure, a neuro screw head stripped and fractured off from body of screw. The screw was retained in the patient and the fractured screw head was retrieved and discarded.